Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu was reseated during the service call. The system was tested and found to be working as intended and put back into service.